Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Cause was unknown. The customer administered a correction bolus via the pump and adjusted their settings to address their elevated bg.